Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with a new system on (B)(6) 2019. After the implant procedure, the patient mentioned the feeling of tenderness across sternum; however, no other patient issues were reported. During a follow-up visit two days post operation, the newly implanted right ventricular lead exhibited slightly elevated capture threshold. Cardiac echocardiography indicated ejection fraction (ef) of 65 percent, and no effusion was noted. No changes were made. The patient was discharged and was scheduled for follow-up visits.